Event description:
The physician used the 032 reperfusion catheter in a leg without the 032 reperfusion separator. Aspiration went well but flow suddenly stopped. The physician then removed the reperfusion catheter and noticed that it was flattened. The physician then used a new reperfusion catheter and was able to finish aspirating without any patient problem.

Manufacturer narrative:
Technical evaluation: there was a flat spot between 20.8 and 25.5cm from the distal tip. There were multiple single axis bends between 1.0 and 6.0cm. In addition, to flat spots at 10 and 14cm from the tip. Conclusion: this was an off-label use of the device (aspiration of a clot in the femoral artery). Conclusion: kinked catheters are reportable incidents per FDA guidance as of (B)(4) 2009.